Event description:
The customer's parent called and reported issues with the sensor, which gave a reading in the high 300 to 399 mg/dl while customer's blood glucose was 158 mg/dl. It was also mentioned that customer had high blood glucose of 479 mg/dl, for which the school nurse treated the patient. The customer's parent believe the reason for high blood glucose was that customer was at a birthday party where snacks may have been distributed and there was no way of knowing exactly how many carbohydrates customer had. Customer also received a low predict alarm and showed the 130 to 149 mg/dl range, but when they checked customer's blood glucose was 42 mg/dl. Caller stated customer's blood glucose was changing rapidly and sensor was having a hard time catching up. It was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.